Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for routine interrogation. Several lead noise events were noted on the ventricular lead in the past. Patient is not dependent and clinic will continued to monitor lead. The patient was stable.